Event description:
It was reported that during the initial implant procedure the physician noticed that the torque wrench would not engage the setscrew on the device. It was initially believed that the setscrew was missing, and the physician attempted to insert a new setscrew, which was unable to be engaged as well. A new device was implanted. After the procedure, visual inspection of the device not implanted revealed that the setscrew was lying on its side within the grommet. It was also reported that an atrial and right ventricular (rv) lead were both attempted, but were found to be too short for the patient's anatomy. The leads were not used and longer leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).